Manufacturer narrative:
Premature battery depletion was confirmed by analysis. The battery was received at end of life (eol) voltage level. Device image indicates elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced. The reported event of no rf telemetry was also confirmed due to eol voltage level.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, premature battery depletion was observed on the device. The device was at the end of service (eos), and failure to interrogated with radio frequency (rf) telemetry was noted. The device was explanted and replaced. The patient was stable.